Event description:
The following info was provided on a device tracking registration form: defective, not deployed in coronary. Additional info indicated the device was snared. No patient complications were reported however as the instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.